Event description:
During treatment of a dissection of the retrocervical junction of the left interior carotid artery, a physician attempted to deploy a 37mm enterprise stent (enf453700/10388773) through a prowler plus select microcatheter (606s255x/ 17076984). Upon introduction of the stent into the microcatheter the stent immediately became stuck in the proximal aspect of the microcatheter. The stent was not able to be removed from the microcatheter, so both the microcatheter and stent were removed from the guide catheter and saved for return. The patient did not suffer any injury or require intervention due to the event, but is was reported that there was a clinically significant delay (length of delay unknown) in the procedure. No damages were noted on the stent or the microcatheter, and it was reported that a continuous flush had been maintained through the microcatheter. No additional information could be obtained.

Manufacturer narrative:
Complaint conclusion: during treatment of a dissection of the retrocervical junction of the left interior carotid artery, a physician attempted to deploy a 37mm enterprise stent (enf453700/10388773) through a prowler plus select microcatheter (606s255x/ 17076984). Upon introduction of the stent into the microcatheter, the stent immediately became stuck in the proximal aspect of the microcatheter. The stent was not able to be removed from the microcatheter, so both the microcatheter and stent were removed from the guide catheter and saved for return. The patient did not suffer any injury or require intervention due to the event, but it was reported that there was a clinically significant delay (length of delay unknown) in the procedure. No damages were noted on the stent or the microcatheter, and it was reported that a continuous flush had been maintained through the microcatheter. No additional information could be obtained. The device was returned for analysis. A non-sterile enterprise was received in a plastic bag. The delivery wire presented no visual damage. The enterprise stent was received stuck into the microcatheter hub. The involved microcatheter presented dry blood residuals. No other anomalies were observed on the received units. The enterprise stent was removed from the microcatheter hub and was inspected under a microscope, but no damaged were found. The functional analysis could not be performed due to the product received condition; it is necessary for the stent to be inside the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The events reported as inability of the enterprise to pass through the prowler microcatheter was confirmed. The cause of the obstructed condition appears to be related to dry blood found inside of the device. The IFU instructs to maintain a flush through the infusion catheter. Not maintaining the flush will allow blood to enter the microcatheter. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, and procedural factors appear to have contributed to this failure. Additionally, inspections are in place that prevents this kind of failure from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1058196-2015-00050 and 1058196-2015-00049.

Manufacturer narrative:
Information regarding patient age, gender, weight, and concomitant medications was not available. The device was returned for analysis; however, the analysis has not yet been completed. (B)(4). This is 1 of 2 mdrs being submitted for this complaint with associated report numbers of 1058196-2015-00050 and 1058196-2015-00049. Additional information will be submitted within 30 days of receipt.